Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the non-calcified and moderately tortuous left anterior descending artery. The 15mm x 3.5mm maverick 2 monorail balloon was used for post-dilation of a promus stent. The balloon ruptured upon the 1st inflation at 10atm. The device was removed intact from inside the patient. The procedure was completed with a 15mm x 3.5mm nc quantum apex and an ivus catheter. No patient complications were reported and the patient's status is okay.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
The 90% stenosed target lesion was located in the non-calcified and moderately tortuous left anterior descending artery. The 15mm x 3.5mm maverick 2 monorail balloon was used for post-dilation of a promus stent. The balloon ruptured upon the 1st inflation at 10atm. The device was removed intact from inside the patient. The procedure was completed with a 15mm x 3.5mm nc quantum apex and an ivus catheter. No patient complications were reported and the patient's status is okay.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis and dried contrast media was visible in the wire lumen. The catheter was soaked in a bath of circulating 37 degree celsius water for 24 hours to attempt to loosen solidified contrast in the wire lumen. Using an inflation device filled with water, the balloon was pressurized to nominal pressure for five (5) minutes and maintained constant pressure. There were no leaks, balloon damage or other irregularities. The reported balloon burst was not confirmed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).